Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable tubing pulled out from the white portion of the luer (male) end. It appears that the luer piece was not sealed onto the tubing length. No adverse patient effects were reported by the customer".

Manufacturer narrative:
Other, other text: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted.